Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp), contacted ventec to report that the device had displayed the very low fio2 (fraction of inspired oxygen) alarm. There were no reports of patient use associated with the reported issue.